Manufacturer narrative:
The device was successfully exchanged with another lvad, and the patient remains ongoing without any further issues. The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. Additional information provided to the manufacturer indicates that the device was discarded by the hospital at the time of the device exchange. A review of the device history record revealed the device met all applicable specifications. Vent filter analysis revealed traces of copper in the sample which is indicative of follower bearing wear; however, a direct relationship between these findings and the reported event could not be conclusively determined. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). Vent filter samples submitted to the manufacturer showed evidence of possible fluid ingress and traces of copper. The vad coordinator reported that the hospital made a decision to exchange the lvad with another lvad due to suspected device end of life.